Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with his blood glucose readings fluctuating. Customer states that the blood glucose readings are around 400 mg/dl and at times 50 mg/dl. Nothing further reported.